Event description:
Inbound. Patient reported no remodulin cadd legacy disposable clamp tubing alarm, reports reseating cassette and turning pump off/on om not resolve issue. Patient stated he switched to backup pump which is working without issue. Patient informed about the no disposable clamp tubing alarm usually due to cassette issues. Patient stated he is worried about having similar alarm again as he has a lot of cassettes, per rn manager task in for pump replacement no further details provided.